Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was in a car accident and her ins turned off. The patient struggled to turn it back on. The rep reported that no actions/interventions were taken yet to resolve the issue. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the neurostimulator (ins) turning off wasn¿t determined. The rep reported that the patient user her controller to turn the ins back on. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they interrogated both of the patient¿s systems. No errors or power on resets (por) were noted. Impedances were good. The rep reported that there was no report of a change in therapy, just wanted them checked as a precaution. No further complications were reported.